Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) .

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead was positioned in the septum but sensing parameters were not acceptable. The physician attempted to reposition the lead but the helix was blocked. The lead was removed and replaced. No patient complications have been reported as a result of this event.